Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of greater than 550 (mg/dl) and moderate to high ketones. Reportedly, contact did not believe that the bg level was due to pump or supplies and stated that "irresponsibility" was the cause; however, contact did not clarify how irresponsibility affected the bg levels. Customer treated the bg level with insulin injections. Recommendation was made to consult with health care provider to discuss diabetes management.